Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: screw was loaded correctly but was loose. Screw had been loaded correctly and the surgeon noticed it was loose on the driver when he first went to insert it. It was noticed that the inner thread of the screw was sheared off where the driver and screw meet. Therefore there was no effect on the patient at all. However, there was no force on the screw to cause the damage and the screw was loaded correctly and by a scrub nurse who was very experienced and has loaded many of these screws previously. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.